Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the cable connecting ECG a, ECG b, and the front te was cut, severing the cable's red (-5v) wire. The root cause for the severed wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.